Event description:
Patient presented to clinic for follow up. Device interrogation showed an increase in capture threshold. Lead dislodgement was suspected. During the surgical procedure for lead repositioning, bipolar lead impedance was noted to be lower than unipolar lead impedance. The decision was made to replace the lead due to insulation concerns.

Manufacturer narrative:
No medwatch form was received.